Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00944. Follow-up information revealed during inter-op, diagnostic testing revealed the patient's lead reflected normal impedance readings. It was also reported the patient's lead had migrated; therefore, the physician inserted a stylet and attempt ed to reposition the patient's existing lead. However, the attempt was unsuccessful. As such, the physician then insert ed an additional lead, but effective stimiulation could not be achieved (reported under MFR. Report#: 1627487-2016-01655). As a result, the physician explanted the patient's entire scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-00944. It was reported the patient feels stimulation in the incorrect location and when stimulation is increased, the patient feels unwanted stimulation in the upper buttock and lower back . The patient's targeted area of pain is the right foot, ankle, and shin. It was noted the patient originally had effective stimulation coverage following the permanent implant. However, therapy diminished shortly thereafter. In addition, it was reported the patient's ipg is pulling. Subsequently, the patient will undergo surgical intervention as the next course of action.